Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the battery compartment was cracked at the case seal. The compartment was observed to have corrosion inside of it. The pump was opened and no additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment with corrosion in the battery compartment. This report is made based on the results of evaluation.